Event description:
It was reported that the customer's insulin pump was not delivering any insulin to the customer. The customer did not receive insulin for 12 hours and was unsure of why the insulin pump was not delivering insulin. The customer stated that her blood glucose was subsequently extremely high. The customer's exact blood glucose was unknown. The customer could not perform troubleshooting because she was at work. The customer stated that she wanted to return the insulin pump. Advised that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/force sensor system and excessive no delivery test. No cosmetic damage.